Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 79 mg/dl at time of incident, had treated with food and blood glucose were 54 mg/dl and then 40 mg/dl and treated with fruit juice. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode. Customer did not allege insulin pump was over delivering. Customer stated that the insulin dripping from end of set before connecting at their site. Customer reports programming was accurate. Customer stated that the insulin pump was not worn during a medical procedure. The devices will not be returned for analysis.